Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information is based entirely on journal literature. This event occurred out the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/57 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a minimally invasive off-pump implantation technique for continuous-flow left ventricular assist devices: early experience. The journal of heart and lung transplantation, august 2014; 33 (8): 851-856. Https://doi.org/10.1016/j.healun.2014.05.016 if information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed using a thoracotomy without cardiopulmonary bypass (cpb) to implant the vads. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. Three patients died, with one patient dying from bacterial septic shock on day 120 of vad support; one patient dying of right heart failure on day 167 of vad support and one patient dying of intracranial bleeding on day 176 of vad support. The status/location of the vads is unknown.

Manufacturer narrative:
Product event summary: hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing and sterility documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. Based on risk documentation, suction events may be attributed to multiple factors including but not limited to poor vad filling, incorrect positioning of the pump during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.